Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that stent foreshortening occurred. The patient presented with atherosclerosis and underwent endovascular stent-graft exclusion of abdominal aorta. An 8 x 40 x 130 innova stent was advanced to treat the target lesion located in the femoral artery. However, during deployment, the stent shortened by about 50% resulting in an incomplete coverage of the lesion. It was noted that due to the ipsilateral puncture approach used in the procedure, only a portion of the outer sheath of the delivery rod entered the vascular sheath. The stent uses a triaxial release system, and the outer sheath did not enter the vascular sheath resulting in the stent shortening. The stent remained implanted and another of same device was used to complete the procedure. No patient complications were reported, and the patient status was stable.